Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty attaching the connector and cartridge to the ilet pump during a supply change, resulting in an inability to complete the set change and an elevated blood glucose of 286 mg/dl. The device displayed an insulin set expired alert, and the event was categorized as a fitting problem involving the connector/coupler with insulin change infusion set troubleshooting and education completed. Symptoms included fatigue associated with hyperglycemia. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler that prevented successful attachment. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.